Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that the user requested a return of the ilet because it did not perform as anticipated despite consistent meal announcing and adherence, with perceived inadequate glucose control characterized by fluctuating blood glucose levels while the device remained in use; the user has engaged with a healthcare professional and is open to additional training and troubleshooting. Symptoms included hyperglycemia of unclear cause. Outcomes included no reported injury, no hospitalization, and no alerts or alarms. Investigation included internal complaint intake and arrangement for field team and healthcare professional review. Investigation of this case revealed cause unclear based on user-reported hyperglycemia and perceived performance concerns without corroborating device alarms or definitive device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.